Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2015. Blood glucose at the time of admission was over 500 mg/dl. The customer reported their insulin pump had ran out of insulin the day prior to their hospitalization. Customer also stated they were feeling tired and was vomiting prior to being hospitalized. The customer's fiance took the customer to hospital and the customer was admitted for diabetes ketoacidosis. The customer was treated with an insulin drip at the hospital. However, customer stated when they resumed insulin pump therapy, their blood glucose would not decline. The customer was put back on an insulin drip. The customer also stated they had been treating their blood glucose with manual injections. The customer declined to troubleshoot for their insulin pump and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked case at the display window corner, cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.